Manufacturer narrative:
The reported issue was confirmed via review of the driver's alarm history which revealed an alarm code produced by the non-engagement of the primary motor and was reproduced during investigational testing. The root cause was determined to be a malfunction of the potentiometer (rv1) on the main printed circuit board assembly (pcba). This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4817 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. The freedom driver will be evaluated by syncardia. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
While performing a routine evaluation, a syncardia technician reported that the freedom driver momentarily stopped then restarted.